Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the rear therapy electrodes. The patient's physician advised the patient to use gold bond powder and neosporin on the irritation. During a follow-up call the patient reported that the irritation was improving.